Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt mentioned they are going to have surgery tomorrow to have their spinal cord stimulator(scs) removed tomorrow because the scs was "bothering them" and had not helped with pain since implant date. Pt said they had tried a couple of times to use the scs and to switch settings, but the scs never really helped with pain and the scs started hurting them even when it was off. Pt said the scs "had a lot of pain in it" and started hurting the pt's back and caused a burning sensation. Pt said they had tried the scs for small fiber neuropathy when they were diagnosed with this disorder, but the scs did not help with the pain associated with small fiber neuropathy. Pt said they attempted to charge their implanted neurostimulator(ins) earlier today and connected wirelessly with their ins, but saw their controller and ins charges were low. Pt attempted to use the menu to turn off their therapy, but the controller would not allow them to turn off their therapy and just said the "controller batteries were too low." Pt charged the controller for 5 minutes before the call. Pt said their hcp wanted the pt to ensure their therapy was turned off for tomorrow's operation. During the call, the got "no device found" and entered passive recharge mode(patient services specialist(pss) understood that the ins was depleted and the pt got "no device found" because the ins was depleted). Controller eventually said "controller batteries too low: recharge the controller." Pt said the controller "took awhile to find ins." Pss explained the charging process to the pt and discussed the status of stimulation when the ins was depleted. Pt said they did not want to charge their ins because they were "afraid of the ins stinging them and not being able to turn it off tonight." Pss documenting reported event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.